Event description:
Related manufacturer reference number: 2017865-2022-40213. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the merlin programmer had overestimated the longevity of the pacemaker. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of overestimation was not confirmed. Final analysis found the device was above elective replacement indicator (eri) upon receipt. Longevity assessment was performed indicating normal battery depletion. No anomalies were detected.